Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault 74 and the fault could not be reproduced during in-house testing. The evaluation found water damage to the device components. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The investigation determined the root cause was water contamination caused by the use of an active humidification or a nebulizer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.